Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results and physical defect of test strips (sticking) for two different vials of test strips - reference internal report number (B)(4). The customer is concerned with test results from results obtained of hi. Customer is also comparing results to another device and the results using the true metrix go meter are higher; meter to meter comparison results were not provided. Customer stated that the test strips were sticking; customer stated that she had to pull them apart in order to use them. Customer stated that the test strip vial had been sealed. The customer¿s expected am fasting blood glucose test result range is 125-130 mg/dl and expected pm fasting blood glucose test result range is 145-150 mg/dl. The customer feels well and did not report any symptoms. Due to the hi, customer stated that she had gone to urgent care on (B)(6) 2024 to have her blood glucose checked. Customer's blood glucose test result at urgent care had been 160 mg/dl; customer did not disclose if fasting or non-fasting. The customer had not been experiencing any symptoms at the time. Customer did not receive any treatment when at urgent care. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 04/25/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 1 test result was provided): result 1: hi fasting (customer was unable to see the date/time).